Event description:
A review of service data detected a reportable event. During servicing of monitor sn (B)(4), the front response button was not working. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon investigation the front response button was found to be defective. The root cause of the defective response button was unable to be positively identified, but is likely due to excessive force when using the response buttons. No adverse event resulted from the defective response button. The last patient to use this monitor did not report any deficiencies.